Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 24-year-old female patient who had essure (ess205) (batch no. C18713) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's concurrent conditions included abdominal pain, depression (not recovered prior to essure.), anxiety (not recovered prior to essure.), insomnia (not recovered prior to essure.) And adhd (not recovered prior to essure.). Concomitant products included nsaids since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2016. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding),"), depression ("psychological or psychiatric problems - depression"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems - adhd"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and insomnia ("insomnia"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal. Bleeding") and abdominal pain ("abdominal pain"). The patient was treated with amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), duloxetine hydrochloride (cymbalta), triazolam and surgery (salpingectomy (bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the vaginal haemorrhage, depression, attention deficit/hyperactivity disorder, anxiety and insomnia outcome was unknown. The reporter considered abdominal pain, anxiety, attention deficit/hyperactivity disorder, depression, dysmenorrhoea, genital haemorrhage, insomnia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received in the container are fragments of metallic coil consistent with essure device. She received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, genital bleeding, psych injury. Discrepancy noted in essure insertion date, in current pfs (B)(6) 2016 was given. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on an unknown date: unknown. Pathology test - on (B)(6) 2016: final pathologic diagnosis. Clinical history: operative laparoscopy and bilateral salpingectomies specimen source: bilateral fallopian tubes without diagnostic abnormality. Gross description: received in the container are fragments of metallic coil consistent with essure device. Batch no c18713 production date 2014-01-30 expiration date 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 24-year-old female patient who had essure (ess205) (batch no. C18713) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's concurrent conditions included abdominal pain, depression (not recovered prior to essure.), anxiety (not recovered prior to essure. Insomnia (not recovered prior to essure and adhd (not recovered prior to essure). Concomitant products included nsaids since (B)(6) of 2016 and paracetamol (acetaminophen) since (B)(6) of 2016. In (B)(6) of 2006, the patient had essure (ess205) inserted. In (B)(6) of 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding), depression ("psychological or psychiatric problems - depression"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems - adhd"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and insomnia ("insomnia"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal. Bleeding") and abdominal pain ("abdominal pain"). The patient was treated with amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), duloxetine hydrochloride (cymbalta), triazolam and surgery (salpingectomy (bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the vaginal haemorrhage, depression, attention deficit/hyperactivity disorder, anxiety and insomnia outcome was unknown. The reporter considered abdominal pain, anxiety, attention deficit/hyperactivity disorder, depression, dysmenorrhoea, genital haemorrhage, insomnia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received in the container are fragments of metallic coil consistent with essure device. She received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, genital bleeding, psych injury discrepancy noted in essure insertion date, in current pfs (B)(6) 2016 was given diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on an unknown date: unknown. Pathology test - on (B)(6) 2016: final pathologic diagnosis. Clinical history: operative laparoscopy and bilateral salpingectomies specimen source: bilateral fallopian tubes without diagnostic abnormality. Gross description: received in the container are fragments of metallic coil consistent with essure device. Quality-safety evaluation of ptc: based on the available information, no corrective actions are deemed necessary. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs: lot number was added. Essure model number was updated to essure 205. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 24-year-old female patient who had essure (ess205) (batch no. C18713) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's concurrent conditions included abdominal pain, depression (not recovered prior to essure.), anxiety (not recovered prior to essure.), insomnia (not recovered prior to essure.) And adhd (not recovered prior to essure.). Concomitant products included nsaids since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2016. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding),"), depression ("psychological or psychiatric problems - depression"), attention deficit hyperactivity disorder ("psychological or psychiatric problems - adhd"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and insomnia ("insomnia"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal. Bleeding") and abdominal pain ("abdominal pain"). The patient was treated with amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), duloxetine hydrochloride (cymbalta), triazolam and surgery (salpingectomy (bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the depression, attention deficit hyperactivity disorder, anxiety and insomnia outcome was unknown. The reporter considered abdominal pain, anxiety, attention deficit hyperactivity disorder, depression, dysmenorrhoea, genital haemorrhage, insomnia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received in the container are fragments of metallic coil consistent with essure device. She received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, genital bleeding, psych injury discrepancy noted in essure insertion date, in current pfs (B)(6) 2016 was given. Per mr (discrepancy noted): insertion date: (B)(6) 2015. Essure insertion detail: the number of expanded coils that appeared trailing into the uterine cavity was 1 from the right tube. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared railing into the uterine cavity was 3 from the left tube. She tolerated the procedure well. Treatment of event : pain, bleeding discrepancy noted in hsg report and the event device monitoring error not perfomed diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on an unknown date: unknown. Pathology test - on (B)(6) 2016: final pathologic diagnosis clinical history: operative laparoscopy and bilateral salpingectomies specimen source: bilateral fallopian tubes without diagnostic abnormality. Gross description: received in the container are fragments of metallic coil consistent with essure device. Batch no c18713 production date 2014-01-30 expiration date 2017-01-31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Outcome of event: 'abnormal bleeding (vaginal)' was updated as recovered a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') and genital haemorrhage ('general abnormal. Bleeding') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's concurrent conditions included abdominal pain. Concomitant products included nsaids since (B)(6)2016 and paracetamol (acetaminophen) since (B)(6)2016. In (B)(6)2006, the patient had essure inserted. In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding),"), depression ("psychological or psychiatric problems - depression"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems - adhd"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and insomnia ("insomnia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), duloxetine hydrochloride (cymbalta), triazolam and surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on(B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the vaginal haemorrhage, depression, attention deficit/hyperactivity disorder, anxiety and insomnia outcome was unknown. The reporter considered abdominal pain, anxiety, attention deficit/hyperactivity disorder, depression, dysmenorrhoea, genital haemorrhage, insomnia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: gross description: received in the container are fragments of metallic coil consistent with essure device she received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, genital bleeding, psych injury discrepancy noted in essure insertion date was given (B)(6)2006 initially, but in current pfs (B)(6)2016 was given diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on an unknown date: unknown. Pathology test - on (B)(6)2016: final pathologic diagnosis clinical history: operative laparoscopy and bilateral salpingectomies specimen source: bilateral fallopian tubes without diagnostic abnormality. Gross description: received in the container are fragments of metallic coil consistent with essure device.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿dysmenorrhea, pelvic pain most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: new events- abdominal pain, genital bleeding were added. Updated outcome of events pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, genital bleeding to recovered/resolved. Reporters and lab data were added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's concurrent conditions included abdominal pain. Concomitant products included nsaids since 2016 and paracetamol (acetaminophen) since (B)(6) 2016. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems - depression"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems - adhd"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and insomnia ("insomnia"). The patient was treated with amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), duloxetine hydrochloride (cymbalta), triazolam and surgery (salpingectomy (bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, attention deficit/hyperactivity disorder, anxiety, dysmenorrhoea and insomnia outcome was unknown. The reporter considered anxiety, attention deficit/hyperactivity disorder, depression, dysmenorrhoea, insomnia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: gross description: received in the container are fragments of metallic coil consistent with essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2016: final pathologic diagnosis. Clinical history: operative laparoscopy and bilateral salpingectomies. Specimen source: bilateral fallopian tubes without diagnostic abnormality. Gross description: received in the container are fragments of metallic coil consistent with essure device. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 3-jul-2019: new pfs and mr received- new reporters were added; new events-abnormal bleeding (vaginal, menorrhagia); psychological or psychiatric problems - depression, adhd and mental anguish; insomnia, plaintiff did not undergo any confirmation test were added. Product dates updated. Concomitant and treatment drugs were added. New reporters were added. Outcome of event pelvic pain from unknown to recovering/resolving was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.